Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 503 mg/dl at the time of incident and current blood glucose is 221 mg/dl. The customer also report the blood glucose was 460 mg/dl. The customer also report that customer alleging possible pump under delivery. The customer also report that drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer did not provide details regarding symptoms of their high blood glucose. The customer was treated with syringes. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4) .insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and a21 error test. No under delivery/over delivery noted. Unit received with customer applying adhesive to the belt clip slot and keypad overlay. Insulin pump also had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, a stained end cap sticker and a broken belt clip clot. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.